Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.

Event description:
It was reported that the device powers off by itself after 30 seconds. Additional info received indicated that an alarm and/or error message was not observed prior to the device powering off by itself. The unit was using ac and dc power when the issue occurred. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, within about a minute the display was blank and 10 beeps were heard. With this condition, the device was unable to operate and engage in continuous monitoring. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.